Event description:
It was reported that during a procedure involving the coil concerto helix 2mm x 8cm, the coil could not be advanced. The device and any accessory devices were prepared as indicated in the instructions for use. No patient injury was reported, and the patient was alive with no injury. No patient complications have been reported as a result of this event. Additional information was received that the procedure was completed by using a new product.

Manufacturer narrative:
H3: product analysis as found condition: the concerto implant coil was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened concerto implant coil outer carton, within an opened concerto implant coil inner pouch, and within a dispenser coil. No microcatheter was returned. Damage location details: the concerto coil was returned without the introducer sheath. The pushwire was found to be bent at ~68.2cm, bent at ~151.4cm, and kinked at ~161.1cm from the proximal end. The concerto implant coil was found to be broken and not returned. No other anomalies were observed. Testing analysis: the concerto implant coil could not be used for resistance testing with an in-house catheter due to its damaged co ndition. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed, and the root cause could not be determined. The concerto coil implant coil was found damaged (broken) with the pushwire bent. Advancing the implant coil against resistance may lead to possible damage; therefore, it is possible that the damage occurred when the customer attempted to advance the coil through the catheter against the resistance. Possible causes for resistance are but are not limited to the use of an incompatible catheter, lack of hydration before the procedure, patient tortuous anatomy, damage or kink to pushwire, and lack of continuous flush. The device and any accessory devices were prepared as indicated in the instructions for use. No continuous flush was administered during the procedure was mentioned by the customer. No patient¿s blood flow and vessel tortuosity were provided. The microcatheter used in the event was not returned, nor were any details about the microcatheter provided; therefore, compatibility could not be assessed. No patient complications have been reported as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.